Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. Visual inspection revealed the lemo elbow connector was damage and had burn traces from the stranded cable of the ventilator's side ptv pigtail. This condition can cause the pigtail to not power up the ventilator. The ventilator was opened and inspected and the internal parts have no additional signs of burnt residue or anomalies. Vyaire replaced the ventilator's side ptv pigtail to address the reported issue.

Event description:
It was reported to vyaire medical that the pigtail shorted. There was no patient involvement associated with this reported event.